Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was kinked just above the drip chamber. Leak testing was performed with no issues noted. Gravity testing was performed, and revealed that fluid flowed correctly through the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a chemotherapy administration set was kinked above the drip chamber and air got into the tubing. This occurred during priming. The setup was used with a pump which alarmed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.